Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed unexpected restart during calibration. Troubleshooting was done. Customer's blood glucose was unknown. It was found in the alarm history that the insulin pump alarmed low reservoir, displayable history crc check failed on start up, unexpected restart and external ram crc error. The customer inserted new battery and issue was resolved. No further information provided.